Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic umbilical hernia repair, the device needle broke off and fell into the patient cavity. The portion of the needle was retrieved with the aid of an x-ray. The surgical time was extended for more than 30 minutes and there was non-permanent tissue damage of the abdominal muscles due to searching for the disengaged needle. The current status of the patient is alive with no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the returned product noted a retainer, broken needle and a suture in an unlabeled container. The needle was observed broken at the needle body near the swaged end. The broken piece was attached to the suture. The loop of the suture was intact. The retainers were inspected with no abnormalities. Bend moment testing was performed on the sealed sample and the results exceeded the specifications for this product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.